Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 231 mg/dl, while wearing the pod for longer than 48 hours. The symptoms reported, included vomiting, dehydration, low magnesium and high protein levels in the patient's urine. In addition, the patient reports having dizziness and blurred vision. The patient went to the hospital and the pod expired in the emergency room. When the pod was removed, there was bleeding at the pod infusion site (arm). The patient was treated with both intravenous fluids and insulin. The patient was discharged from the hospital after 3 days. The patient reports after they left the hospital, a new pod was applied. It should be noted prior to this event the patient had gone to the hospital due to gastroparesis.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.